Event description:
It was reported that four cartridges leaked from the cartridge pigtail. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the issue by changing the cartridge and resumed insulin therapy.